Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag was replaced due to water leaking in when the patient was taking a shower.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported water leak in the gogear shower bag, lot number 7617898, could not be confirmed as the bag was not returned and no photos depicting the leak were submitted. No product is available for investigation. The device history records for shower bag, lot number 7617898 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 IFU and hm3 patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.